Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device found it to exhibit signs of repeated use and is fractured. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The lot has been in the field for 20+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured. No more information is available.